Event description:
On (B)(6) 2010, an (B)(6) male had a zenith stent graft and two zenith stent leg grafts implanted to repair an abdominal aortic aneurysm. Upon completion at this time it was noted that there was some kind of leak around the graft will filling the aneurysm sac. It was determined at that time that it was a type 2 endoleak. F/u in the coming yrs and months indicated that the leak was causing the aneurysm sac to grow. In (B)(6) 2012, the facility's interventional radiology discovered that the sac growth was not due to a type 2 endoleak but a type 3 endoleak coming from an apparent hole in the endo grafts right side. The image of a catheter going past the graft into the aneurysm sac has been obtained adn is on disc. To repair this, the physician brought the pt into the operating room for a scheduled surgery on (B)(6) 2012. The goal was to place an ancillary leg extension into the docking limb of the endograft on the side where it was determined the hole existed. After device was placed, a contrast injection determined that there still was a leak going through the area that had the gap in graft material. At this point it was determined that the physician would try to fix with another limb that was nitinol. Physician placed two 16mm limb pieces of another MFR into the docking area of the zenith. Kissing balloons were used to see if this would allow the nitinol on each limb to expand. Another contrast injection was done, and the leak was still there. Another two 16mm limb pieces of another MFR were placed on each side. Contrast injection showed the leak, but filling the sac much slower. It was decided to wait until another CT scan could be done to see if the leak corrected itself with the additional pieces implanted at a future date. No additional pt outcome info has been provided by the reporter.

Manufacturer narrative:
Exp - unk as lot is unk. (B)(4) - additional surgical repair is not specifically labeled in the IFU.(B)(4) - labeled. Event eval: still under investigation.